Event description:
Acls care had been initiated on a patient in full arrest by the facility's ems staff. While bagging the patient, the manual resus bag began to reinflate inappropriately (not enough to move an adequate amount of air). Upon inspection, the bag valve mask had failed. The bag was replaced and resuscitation was continued and was successful.manufacturer response for resuscitation bag, ventisure2 (per site reporter).report from manufacturer received by facility stating "this has not occurred before for this customer/product".